Manufacturer narrative:
The meter and two vials of test strip lot 152877-11, containing 1 strip and >10 strips respectively, were returned. The test strips and vials showed no defects. The meter was undamaged and appeared clean on the outside. The returned test strips were measured with the returned meter in comparison with the current master lot coaguchek xs pt test strips (lot 124158-80). For this purpose two human blood samples from marcumar donors and internal reference meters were used. Donor #1 inr = 2.4 inr. Donor #1 results: master lot strip and retention meter: 2.4 inr; customer strips and customer meter: 2.3 inr. Donor #2 inr = 2.5 inr. Donor #2 results: master lot strip and retention meter: 2.5 inr; customer strips and customer meter: 2.5 inr. The returned material met specifications. There was no information provided to point to a cause for the discrepant results.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer stated that she received questionable high test results on capillary blood samples on a coaguchek xs meter, serial number (B)(4). She used the same finger for each test. At 8:15 am, the initial result was 1.6 inr. At 8:21 am, the result was 1.5 inr. At 8:25 am, the result was 1.4 inr. At 8:28 am, the customer received an electrode detection error message on the meter. At 8:31 am, the result was 1.1 inr. At 8:40 am, the customer received a strip fill error message on the meter. There was no allegation that an adverse event occurred. The customer¿s therapeutic range is 20-30% quick. The customer is not taking heparin. The meter and strips were requested for return, and replacement was sent. Relevant retention test strips (lot 152877-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The retention material met specifications.